Event description:
It was reported by the sales rep that during laparoscopic low anterior resection, during ima clipping, there was a ¿snapping¿ sound at the first firing of the first clip and it was not fed properly. The trigger was clamped in the abdominal cavity, the clip was removed outside the body. The device was inserted into the abdominal cavity again, and the clip was fed with the half-gripping. Grip was firmer than normal, rotate knob was also firmer. Clipping was performed, but scissoring occurred. This may be a problem with the angle to the vessel. Jamming occurred and the clips were fed one after another. The device was used on a vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 9/18/2024 d4: batch # c9dn39. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed four(4) conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended and no noise was heard. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformance's were identified.